Event description:
Customer reported to beckman coulter, inc. (Bec) that they were having problems with their air conditioning unit, and the temperature in the laboratory was about 80 degrees fahrenheit and very humid. Customer reported that they discovered a small pool of water on the floor next to the hydro pneumatics module of the unicel dxc 800 synchron system (dxc 800), but there was no leak in the hydro pneumatics module. Customer indicated that they believe the water on the floor leaked from the reagent compartment, because they had just loaded a few reagents before they discovered the leak. Customer report that there was excess condensation on the reagent wheels in the reagent compartment. Customer reported that about 20 ml of water had leaked on the floor. Customer reported that the dxc 800 generated one erroneous vpa (valporic acid) patient result, which was reported out of the laboratory. Customer reported that the erroneous result was amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found clear liquid coming from under reagent storage area. The fse determined the event is related to a sticking wash vacuum valve. The fse cleaned the valve then tested the system.